Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was selected for use. During preparation, error 1002 was reported after the device was turned on. The procedure was not completed with another device. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.